Manufacturer narrative:
A review of the event description for internal communications between getinge personnel and the customer revealed that the guidewire 5-pack pouch part # matched the part # of its contents. Additionally, it was also revealed that the customer did indeed received the guidewire 5-pack part # that was ordered. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-19 through feb-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Brand name: balloon catheter guidewires 5pk 0.025x260 7.5 & 8fr the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer had question regarding the labeling of multi-pack part number versus individual units part number of intra-aortic balloon (iab) catheter guidewires. There was no patient involvement and no adverse event was reported.